Manufacturer narrative:
Add'l MFR narr.

Event description:
It was reported that, during a coronary drug eluting stenting treatment procedure, shaft fracture occurred. The physician attempted to deliver the 2.50 x 24 mm taxus express2 drug eluting stent to an unknown location. Due to the severe calcification of the lesion, the physician was unable to deliver the taxus stent. The shaft of the stent delivery system kinked and then broke outside of the pt. No pt complications were reported. Further info has been requested, but has not been rec'd.